Event description:
Pt was revised due to loosening of the tibial tray.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.